Manufacturer narrative:
Per (B)(4) - final report: additional information, including confirmation of the devices explanted, lot code of the insert (lot code of the head is not available), confirmation of the date of revision, operative notes and patient medical history, have been communicated by the reporter. The appropriate devices details of the insert have been provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. The reported devices were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery procedure and the incident rate is followed by performing trending on reported events. Based on the above, no further investigation can be conducted. As infection is the consequence of the scarring disunion, the root cause is therefore identified as external. Corin now considers this case closed. Please note 1: the revision date has been updated since the initial report. Consequently the event description (b5) has been updated too. Please note 2: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobility and trinity revision after 21 days due to infection following scarring disunion.

Event description:
Mobility / trinity revision after 9 days due to scarring disunion, with suspicion of infection.

Manufacturer narrative:
(B)(4) - initial report. Additional information, including confirmation of the devices explanted, lot codes, confirmation of the date of revision, confirmation of infection, operative notes, x-rays and patient medical history, have been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.